Manufacturer narrative:
Block b3: the date of event was approximated to march 1, 2025 based on the date the manufacturer became aware of the event. Block h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator cold device was used in a procedure for removal of polyps performed on an unknown date. During the procedure, the physician noticed that the captivator cold snare was less sharp than how it was before. The procedure was completed successfully with the original device. There were no patient complications reported as a result of this event.